Event description:
It was reported that the patient was unable to communicate with the ipg following an unrelated procedure on (B)(6) 2022. Reportedly, the ipg was not set into surgery mode prior to the procedure. A manufacturer representative was able to recover the ipg through troubleshooting. Patient¿s programs were added back and therapy was resumed.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to recover the ipg. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.